Event description:
It was reported they were unable to adjust stimulation. It was noted the inability to adjust may have been due to pocket swelling. It was stated the patient had the implants changed on the day of report. It was stated the implants were replaced due to natural battery depletion. It was noted they checked one deep brain stimulator (dbs) and checked out the second one and forgot to power off the first. It was stated the settings looked fine and were ¿on and ok¿ and they were at 2.70v. It was stated if they powered off and checked the other side, it looked like they burned the patient (bruised) and they stated it happened on the day of report. It was noted they felt a spark and a burn and it appeared to have ¿like a burn black mark.¿ it was stated they got a message on their patient programmer that stated ¿poor communication.¿ it was noted they thought they turned it off. It was stated there was fluid there. It was noted they thought that is what had caused the issue with communication and there might have been a little hematoma. It was noted the shock would have been in the fluid under the skin. It was noted with the poor communication the patient was unable to turn the device off. It was noted there was no more shocking sensation and it was clarified that the only time it happened was when the patient had the programmer up against the chest and were pushing buttons. It was noted the manufacturer representative thought it may have been static electricity. It was noted the bruise on the skin looked a little like a hickey. It was stated both sides were on and they functioned normally. It was noted the manufacturer representative thought the issue with the communication was due to the distance and the fluid. It was noted both sides were on at the hospital.

Event description:
Additional information received reported the patient received assistance on (B)(6) 2014 and they did not have any concerns with their device or therapy.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), implanted: (B)(6) 2014, product type programmer, patient; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type lead; product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2014, product type implantable neurostimulator. (B)(4).